Manufacturer narrative:
Returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. A kink was noticed at the nosecone. The mid-shaft was completely separated from the handle. The proximal liner as well as the inner liner was also separated from the handle. There were multiple kinks on the inner liner. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred. Vascular access was obtained via a contralateral approach. The 75% or greater stenosed target lesion was located in the moderately to highly calcified distal superficial femoral artery (sfa). The lesion was pre-dilated with a 3mm balloon. Subsequently, a 6 x 200 x 130 innova¿stent was advanced to the lesion area and deployment initiated. Approximately 6cm of the stent was deployed when the stent deployment function became unresponsive. A second physician assisted to complete the stent deployment using the inner catheter/sheath. It was noted that the deployed stent was elongated/stretched. Three additional epic stents were deployed (stent in stent) to secure the innova¿ stent within the vessel. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent deployment issues occurred. Vascular access was obtained via a contralateral approach. The 75% or greater stenosed target lesion was located in the moderately to highly calcified distal superficial femoral artery (sfa). The lesion was pre-dilated with a 3mm balloon. Subsequently, a 6 x 200 x 130 innova¿ stent was advanced to the lesion area and deployment initiated. Approximately 6cm of the stent was deployed when the stent deployment function became unresponsive. A second physician assisted to complete the stent deployment using the inner catheter/sheath. It was noted that the deployed stent was elongated/stretched. Three additional epic stents were deployed (stent in stent) to secure the innova¿ stent within the vessel. No further patient complications were reported.